Manufacturer narrative:
The lead is currently not available for analysis. A conclusion regarding the clinical observation cannot be made at the moment. There are no supplementary data and it is not expected to receive further data. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
After an implant period of 3 months, threshold and sensing values were reported to be out of range. A lead dislodgement was confirmed. At the moment, biotronik has no further details with regard to the planned revision procedure.